Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received from the distributor on (B)(6) 2017. It was reported that the transmitter never paired successfully; therefore, the customer compliant is deemed as non-reportable. Please disregard information in reported in the initial MDR for MDR# 3004753838-2017-27352 as this was submitted in error. No additional patient information is available.